Event description:
While performing routine maintenance on the customer's device, physio-control observed that the unit failed to charge when prompted, when used in conjunction with a quik-combo therapy cable. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio replaced the quik-combo (qc) therapy cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined removed qc therapy cable assembly and observed that the cause of the reported failure was due to a broken wire within the cable. The outer insulation was also observed to be damaged. It was also observed that the qc therapy cable assembly prompted the test device to constantly display a "connect electrodes" message during testing.